Event description:
During an acl reconstruction utilizing biosure ha , 7mm x 30mm, it was reported that during insertion into the tibia, the screw broke. The surgeon drilled the tibia tunnel to 6.5mm. It was reported that the doctor allowed his trainee surgeon to insert the screw and this may have contributed to the event, however this could not be confirmed. The broken screw was too distal and could not be reached. The surgeon left the distal end of the screw inside the patient. The surgeon implanted a staple as back-up. There were no reported patient injuries or complications.

Manufacturer narrative:
One biosure ha, 7mm x 30mm device was returned for evaluation of the reported complaint mode, ¿screw broke, when inserting into the tibia¿. Visual evaluation found the screw to be broken; the distal tip was not returned. According to the details of the complaint, the tibia tunnel was drilled to 6.5mm, and the bone quality was noted to be normal to hard. Per IFU ¿in cases where hard bone is encountered, it is recommended that a tap 1 mm larger than the screw size be used.¿ (B)(4).